Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with preoperative diagnoses of chronic herniated nucleus pulposus, l2-3 with segmental instability, status post previous l3 through s1 fusion with previous decompression at l2-3. The patient underwent the following procedures: revision of decompression and fusion of l2-3 with hemilaminotomy, medial facetectomy, and discectomy. Posterior lumbar interbody fusion at l2-3, posterolateral intertransverse fusion, l2-3; segmental fixation of l2-3; removal of segmental fixation, l3-s1. Per the op notes, the l3-s1 fusion was solid. A 11mm interbody allograft spacer on the right hand side was used. Autogenous bone plus rhbmp-2/acs and cancellous allograft croutons were packed in the midbody position. The doctor then took an additional 11 mm spacer and packed on the left hand side with excellent fixation in the sagittal plane. Intraoperative radiographs empirically taken confirmed orientation of the instrumentation. No patient complications were noted. (B)(6) 2008: the patient presented with pre-procedure diagnosis of lumbar spondylosis with mechanical lumbalgia. The patient underwent the following procedures: right sided l4-5 and l5-s1 facet joint injection by performing neural blockades of the l3 and l4 posterior rami medial branches and l5 posterior ramus on the under fluoroscopic guidance. No patient complications were noted. (B)(6) 2008 : the patient presented for follow up. Impression: multifactorial lumbar spinal pain with some residual right s1 radiculitis. (B)(6) 2008: thea patient presented with a pre-procedure diagnosis of right s1 radiculitis. The patient underwent a right sided s1 transforaminal epidural steroid injection under fluoroscopy. No patient complications were noted. (B)(6) 2008: the patient presented with chronic lumbalgia and radicular symptoms in the right lower extremity requiring multiple surgeries. (B)(6) 2008: the patient presented with a pre-procedure diagnosis of right s1 radiculitis. The patient underwent a transforaminal epidural sacral right s1 injection. No patient complications were noted. (B)(6) 2008: the patient presented with low back pain with radiation to lower extremities. Impression: chronic lumbalgia with radiation to the right lower extremity. (B)(6) 2009 : the patient presented with lumbar spine pain with radiation into the lower extremities with numbness and tingling of the right upper thigh. Impression: lumbosacral radiculitis; sacroiliac dysfunction on the right side. The patient underwent a caudal epidural steroid injection and a si joint injection on the right. No patient complications were noted. (B)(6) 2009: the patient presented with a pre-procedure diagnosis of lumbar radiculitis. The patient underwent a caudal epidural injection. No patient complications were noted. (B)(6) 2009 : the presented with preoperative diagnoses of l1- adjacent segment degeneration with herniated nucleus pulposus and foraminal stenosis status post previous l2-s1 arthrodesis. The patient underwent the following procedures: l1-l2 decompression and fusion with hemilaminotomy, medial facetectomy and foraminotomy; l1-l2 transforaminal lumbar interbody fusion, right with capstone peek cage and autogenous bone, the products of local decompression; removal of segmental fixation, l2-3; segmental fixation l1-2 with tsrh-3dx; posterolateral arthrodesis l1-2. Per the op notes, the screws at l3 were removed. A peek capstone cage was filled with autogenous bone. The device was sunk with 2mm of counter recession at l1-2. No patient complications were noted. (B)(6) 2009/(B)(6) 2010: the patient presented with low back pain with numbness in the lateral aspect of the right thigh. Assessment: chronic lumbalgia with lumbar spondylosis and multiple lumbar disc displacement disease. (B)(6) 2009: the patient underwent x-rays of the lumbar spine. Impression: there is new homogenous increased density of l1 vertebra as well as suspicious incomplete sub chondral fracture or cleft at the anterior-superior aspect. No trabecular coarsening or thickening is seen. Mild wedging deformity of l1 vertebral body as compared to previous studies. A short linear lucency at the anterior superior aspect of l1 vertebral body is also now seen. (B)(6) 2010: the patient presented with the following preoperative diagnoses: osteopenic burst fracture, status post l1 to the sacrum arthrodesis; t12-l1 spondylosis with stenosis. The patient underwent the following procedures: wide lateral entrance radicular decompression of l1 burst fracture, t12-l1 interbody fusion with a combination of structural corticocancellous allograft, plus autogenous bone, the products of local decompression; removal of l1 fixation. T12-l2 segmental fixation with combination of legacy screws proximal and tsrh-3 dx distal. No patient complications were noted. (B)(6) 2010: the patient presented with low back pain with right lower extremity pain. Assessment: lumbar spondylosis with chronic lumbalgia. (B)(6) 2010: the patient underwent a caudal epidural with fentanyl. No patient complications were noted. (B)(6) 2010: the patient presented with low back pain with radiation into the right thigh with numbness. Assessment: lumbar spondylosis with chronic lumbalgia; multiple lower back surgeries; periodic interventions and opioid analgesics. (B)(6) 2010: the patient presented with low back and right leg pain as well as continuous numbness. Assessment: low back pain/ sciatica. (B)(6) 2011: the patient presented with low back pain with right thigh pain as well as new onset of pain on the left. Assessment: lumbar spondylosis with chronic lumbalgia; multiple surgeries with fusion; right hip djd with left hip djd. (B)(6) 2011: the patient underwent x-rays of the hip and pelvis due to hip and pelvic pain. Impression there are mild to moderate degenerative changes of the hips bilaterally. (B)(6) 2011: the patient presented with upper to mid lumbar pain to the right with some radiation to the groin and anterior thigh consistent with the thoracolumbar junction distribution. The patient underwent x-rays of the thoracolumbar spine. Findings: the patient has previous l2 to the sacrum arthrodesis with most recent t12 to l2 segmental fixation. He has a t11-12 local collapse with anterior hypertrophic changes. There appears to be backout of instrumentation compared to films. There does appear to be a fusion mass forming from t12-l2. (B)(6) 2011: the patient presented with low back pain. Assessment: chronic lumbalgia due to lumbar spondylosis; multiple surgeries with old fusion; left hip and right hip djd. (B)(6) 2011: the patient underwent MRI of the thoracic spine. Findings: degenerative changes, suspect facet or ligamentum hypertrophy at t4-5; disc bulging at multiple levels without cord compression. The patient also underwent CT of the lumbar spine. (B)(6) 2011: the patient presented with low back pain with right buttock and left knee numbness. Assessment: chronic lumbalgia related to lumbar spondylosis; multiple surgeries with old fusion; left hip and right hip djd. 23(B)(6) 2011: the patient presented with lumbar spine pain with radiation and numbness. Assessment: failed back syndrome with chronic radiculopathy and right lower extremity pain. (B)(6) 2011: the patient presented with right sided pain of the low back with numbness and tingling in the right thigh. The patient pre-procedure diagnosis was failed back syndrome with epidural adhesions, and lumbar spondylosis with chronic lumbalgia and chronic lumbo-sacral radiculitis. The patient underwent a lumbar epidural lysis of adhesions under fluoroscopic guidance. No patient complications were noted. (B)(6) 2011: the patient presented with pain in the right lower back, and right gluteal region and right thigh pain. (B)(6) 2012: the patient presented with pain in the right side of the lower to middle back and down the right leg anteriorly and posteriorly. The pain stops just below the right knee. The patient had a preoperative diagnosis of lumbar spondylosis with chronic lumalgia. The patient underwent right sided facet joint nerve blocks at l3-4, l4-5, and l5-s1 by performing neural blockades of l2, l3 and l4 posterior rami medial branches and l5 posterior ramus under fluoroscopic guidance. No patient complications were noted. (B)(6) 2012: the patient presented with right mid to lower back, right buttock and right thigh pain. The patient also reported right thigh numbness, tingling and weakness. (B)(6) 2012: the patient presented low back and leg pain. Assessment: status post lumbar spinal fusion; insomnia; anxiety disorder; depression disorder. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Findings: fusion from t12-s1 with bone grafting; posterior rod and pedicle screw fixation t12-l2; compression at the superior endplate of l1 with anterior wedging; lumbar laminectomies; narrowed lumbar interspaces; po defect in the left ilium; arterial calcification. The patient also underwent MRI of the lumbar spine. Findings: there is considerable enhancing edema in the posterior soft tissues; l1-2, postoperative change appears result in narrowing of the right neural foramen; l3-4, mild right foraminal narrowing; l4-5, mild disc bulge; l5-s1, moderate left facet arthropathy results in a mild to moderate left foraminal stenosis. (B)(6) 2012: the patient presented with back pain. The patient also reports numbness in the right anterior thigh and weakness throughout the right leg. Diagnoses: status post multiple decompression and fusion surgeries beginning in 2003 culminating in 2010; pseudoarthrosis t12-l2 with questionable symptomatic implants; postoperative infectious history; possible ongoing infectious process; chronic back pain; chronic right lower extremity dysesthesias; chronic opiate use. (B)(6) 2012: the patient underwent CT of the lumbar spine. Impression: postsurgical changes of previous laminectomies and posterior postsurgical fusion. No metallic hardware fractures nor displacements nor any evidence for loosening or infection around the metallic screws. Old wedge compression fracture deformity of the superior aspect of l1. Mild l3-4 posterior central stenosis. Mild to moderate posterior central and bilateral foraminal stenoses at l4-5 level. No focal disc herniation nor protrusion seen at any level. (B)(6) 2012: the patient presented with back pain. The patient also underwent a seborrheic keratosis destruction and a destruction of a benign lesion on the left parietal scalp. No complications were noted. Assessment: chronic pain syndrome; anxiety/ depression; myocardial infarction; hypertension; diabetes type ii. (B)(6) 2012: the patient presented with pain in right to mid to lower back into right gluteal region and right thigh. (B)(6) 2012: the patient presented with seborrheic keratoses on trunk, one on the right clavicle and one on the very top of his midline back incision scar. The patient underwent a seborrheic keratosis destruction. No patient complications were noted. (B)(6) 2012: the patient presented with right lower back pain, right hip pain, right thigh pain with numbness and weakness in the right leg. (B)(6) 2012: the patient underwent bone scan. Impression: mild localized increased activity of l1 vertebral body and small one in the posterior right side of l2 vertebral body. Also small localized activity about the posterior aspect of the right 9th rib. They are probably residual of old post-traumatic changes. Recent fractures or to a lesser degree early infection are not totally excluded. Moderate increased activity about the left acromioclavicular joint and left mid cervical spine are likely due to degenerative change. (B)(6) 2012: the patient presented with back pain. Assessment: back pain; chronic pain syndrome. (B)(6) 2013: the patient underwent x-rays of the full spine. Findings: previous t12 to the sacrum arthrodesis; solid posterior spinal fusion from l2 to the sacrum with what appear to be interbody procedures at l3-4 and l4-5; more recent t12-l1 and l1-2 posterior decompression and fusion including tlif interbody fusion; there appears to be a peek cage at the l1-2 level and there is likely pseudoarthrosis; he has soft interbody grafts at the t12-l1 level; superior endplate fracture at l1; moderate calcification of his aorta; proximally at t7-8, t8-9, and t9-10, large anterior bridging osteophytes suggesting ankylosis; right total hip replacement. (B)(6) 2013: the patient underwent an actinic keratosis destruction. No patient complications were noted. (B)(6) 2013: the patient¿s laboratory data was completed. White count and c-reactive protein was normal, suggesting the patient has no active infection. (B)(6) 2013: the patient underwent CT of the spine. Findings: t12-l1 level looks solidly fused. L1-2 may not be although posteriorly on the back of the spine there is a robust fusion on the left hand side. The pedicle screw on the right t12 is at the medial border of the pedicle and may bridge the medial canal. At t9-10, there is advanced spondylosis with vacuum disc phenomenon ventrally. (B)(6) 2013: the patient presented with back pain with decreased sensation. Assessment: chronic pain syndrome. (B)(6) 2013: the patient underwent a real time sonographic evaluation of the kidneys was performed. Impression: increase in echogenicity of the renal parenchyma is suggestive of medical renal disease; no evidence of hydronephrosis or nephrolithiasis. (B)(6) 2013: the patient presented with back pain in the midline low back with radiation into the right leg above the knee. Assessment: chronic pain syndrome. (B)(6) 2013: the patient presented with abdominal pain.